Manufacturer narrative:
The root cause of the access site bleeding was unable to be determined. No data logs or product was returned from japan. The clinical details of the support were not extensive enough to come to a root cause. The team in japan was able to share that 300ml of blood was lost. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant in (B)(6) discarded the product in (B)(6) 2020 when the event occurred. Clinical questions have been asked but, to date no response has occurred. When the investigation is completed a final report will be filed.

Event description:
The medical team in (B)(6) admitted a patient for a planned bypass surgery, but instead the team performed a high risk angioplasty of multiple coronary arteries. The plan was for rotational atherectomy of the left main coronary and left anterior descending branch, and additionally the right coronary artery. Due to the high risk, an impella cp was placed via the right femoral artery. The angioplasty was completed and then the team removed the impella 14fr introducer and advanced the pump's repositioning sheath. Upon that removal and placement there was pulsatile blood loss. The medical team consulted and chose to remove the impella after surgical treatment of the bleed site. The exact method of treatment is unknown at this time.